Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer navigational 4mm catheter and suffered a cardiac tamponade requiring pericardiocentesis and drain placement. Post-procedure, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 100ml. Patient was reported to be in stable condition, and the patient condition improved after placement of the pericardial drain. It is unknown if extended hospitalization was required as a result of this event. The patient was not administered anticoagulants for this procedure. The physician did not provide a causality opinion. There are no known patient factors that could have contributed to the injury. Transseptal puncture was performed with an unspecified needle. What sheath was in use is unknown. Overall ablation time and last ablation cycle time at the site of injury are unknown. Generator parameters at the time of injury are unknown, as the tamponade occurred post-ablation. No error messages presented on any biosense webster equipment during the procedure.